Event description:
Pt was revised to address pain and pseudotumor.

Manufacturer narrative:
Contrary to the initial MDR submission, the device will not be returned as expected so analysis cannot be performed. Also, we were advised that the physician did not assert any allegation against the amplatzer muscular vsd occluder and that the perforation was caused by operator error. If further information becomes available, an updated report will be submitted.

Event description:
According to the initial information received, the 10mm amplatzer muscular vsd occluder (muscvsd) perforated the patient's left ventricular (lv) wall. The muscvsd was removed and the perforation was surgically repaired. The patient is stable and is scheduled to have the defect closed percutaneously - transcatheter - in the near future. The device is expected to be returned; when analysis is complete, an updated report will be submitted.

Manufacturer narrative:
Device has not been returned.